Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that, t handle and extractor stuck together at an unknown point. This report is for one (1) t-handle with quick coupling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.44, synthes lot: h479723, supplier lot: h479723, release to warehouse date: march 08, 2018, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the t-handle with quick coupling was received at us customer quality (cq). Visual inspection of the complaint device showed the device was stuck with the conical extraction screw. No other defect was observed. Functional test: during functional assessment, unsuccessful attempts to disassemble both devices were performed. The release mechanism was actuated several time by pulling on the sleeve sub-assembly but both devices won't come apart. Dimensional inspection: no dimensional inspection was performed due to the device being stuck with its mating device. Document/specification review: current and manufactured revisions were was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device was received with its mating device stuck together and unable to disassemble by hand. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.